Event description:
Reporter stated that the expiration date, printed on the strip vial, is 12/31/2006. According to the manufacturer's batch record, the corresponding strip lot expired on 12/31/2004. No resultant injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.